Event description:
It was reported that while positioning the device, one of the anchors detached from the sling shaft. The anchor remained attached to the handle. They removed the device and restarted the procedure with another device. There was no impact to the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.